Event description:
The nurse of a pt residing in a nursing home reported that the pt is experiencing hypoglycemia events with the infusion device. She reported that the pt woke up at 6am and took a 4 unit bolus of insulin. She was doing well at that time. During the course of the day, the nurse reported that her blood glucose dropped down to 48 mg/dl and the medical staff provided "sweets" to bring her blood glucose up. At dinner, her blood glucose was 105 mg/dl with only using her basal delivery. At 11 pm, her blood glucose had dropped back down to 58 mg/dl. At 3 am her blood glucose was 130 mg/dl and at 6 am her blood glucose was 125 mg/dl. The nurse reviewed the infusion device history and confirmed that there were no additional boluses given and she confirmed that there were no air bubbles in the infusion device. The product was requested to be returned for evaluation.